Event description:
A cartridge change error was reported with the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to inspect and clean the pump components, remove the o-ring from the pneumatic tap, and properly reload the cartridge. The customer successfully completed the process and resumed insulin use.